Manufacturer narrative:
Device evaluation summary: a stylette and sheath were returned loaded on the returned device. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment of stent struts was evident to the 8th distal stent wrap. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: a contrast image shows a lesion in the mid lcx and the proximal lcx. The lesion in the mid lcx is predilated and a stent is delivered and deployed. The stent is then post dilated. A stent is delivered and deployed to the proximal lcx. The stent is then post dilated, the mid-section of the balloon does not appear to have fully expanded. The stent is post dilated further and the balloon appears to have expanded. A stent is then delivered inside the body of the stent previously deployed, the stent is then post dilated. A stent is delivered to the mid-lcx, it is unknown if the stent is deployed or if there is damage to the stent. The following image is of a stent deployed in the mid lcx, the stent is post dilated. Another stent is delivered inside the body of the previously deployed stent, the stent is post dilated. The final image is a contrast image of the treated lcx showing good contrast flow throughout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately calcified and moderately tortuous lesion located in the proximal circumflex (cx) artery. There was no damage noted to the packaging. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.